Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead was implanted to several positions but all with poor pacing. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was removed and replaced with a different lead and tested parameters were ideal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the lead body was kinked at distance 12.5 and 54 cm, damage at implant. Nothing found that relate to the electrical complaints. If information is provided in the future, a supplemental report will be issued.